Manufacturer narrative:
Depuy spine has requested return of the needle for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The broken outer sleeve/cannula remains in the patient. The remaining portion of the device is not available for evaluation. No other complaints have been reported for this lot. As reported, there was difficulty breaking through the pedicle with the needle, likely due to the patients hard bone, and the surgeon used a heavy mallet to try to impact the needle in order to break through the bone. Although no definitive conclusions can be made, it is likely that breakage occurred as a result of difficulty inserting the needle into the patients hard bone and impacting the needle with a heavy mallet when inserting the needle into the bone. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Device is not available for evaluation.

Manufacturer narrative:
Review of device history records confirmed that the finished good lot and its needle components met specification requirements when released to stock. There were no discrepancies. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports surgeon had implanted a cage and performed full compression using the confidence needle to locate the pedicle. He had difficulty breaking through the pedicle with the needle and used a heavy mallet to try to hit the needle in an attempt to break through the bone. The surgeon managed to break through the pedicle and the confidence needle was hit with the mallet again and a long guide wire was then passed thru the needle. Once removed, it was noticed that outer sleeve of the needle had broken off. Imaging confirmed the 2.5mm broken section of the needle was left within the patient#146;s pedicle. The surgeon initially wanted to perform a mini-open procedure for the effected side. However, he decided to leave the side untouched and proceeded to perform only a uni-side, one level construct of the screws on the unaffected side. Affiliate reports there were no adverse consequences to the patient.